Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer changed the reservoir and infusion sets but did not was assistance trouble shooting the insulin pump. A new battery cap was sent to the customer and was advised to call back if the issue persists. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.